Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was only delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The air in line detector was found to be dented and was replaced. The dso seal was replaced preventatively.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was unattached and falling off. There was no patient involvement.